Manufacturer narrative:
The insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Device received with moisture damaged on motor, vibrator motor and battery tube. Device received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device got into the water. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.